Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced tip clamp position 8, and all tip clamps, plunger clamps and sleeves were checked and cleaned. Verified proper alignment and calibration of x-arm. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.